Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. The package insert states "loss of fixation or malfunction, disassembly, pull-out, bending, fracture, loosening or migration of the implant or instruments" are possible adverse effects. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It has been reported by the patient's legal representative that the patient underwent a primary surgery on an unknown date at (B)(6). Subsequently, it has been reported that the implanted polaris titanium screw broke approximately one year after the initial surgery. This report is based on allegations set forth in patients notice and the allegations there in are unverified.